Event description:
Healthcare professional reported "deflation" against left device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in the radius , crease fold ,wear abrasion , leak test was performed and found opening on anterior and radius. A microscopic analysis was performed which identify crease sharp opening on radius, striated opening on posterior and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease sharp opening on radius assessed as to a fold flaw opening, a striated opening in the posterior side assessed as surgical damage and non-penetrating nicks (stress marks).

Event description:
Healthcare professional reported "deflation" against left device. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "deflation" against left device. The device was explanted.